Manufacturer narrative:
(B)(6).

Event description:
The customer contacted physio-control to report that their device presented dashed lines when connected to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. A backup device was used at the scene. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio control evaluated the customer's device and verified the reported issue. Physio-control determined that when stressed the quik combo connector on the therapy cable accessory would fail. The customer was provided a replacement therapy cable accessory and the therapy cable associated with the reported issue was retained by physio-control. After proper device operation was observed through functional and performance testing the device and replacement therapy cable were returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device presented dashed lines when connected to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. A backup device was used at the scene. This issue is patient related; however there was no adverse patient outcome reported.